Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc, act and down buttons due to corroded keypad traces. The pump had minor scratches on the lcd window, a scratched lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was unable to clear the alarm. Customer was not pressing any button for 3 minutes or longer. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and was following their medical prescription for insulin shots until the replacement arrives. No further details given.